Event description:
Customer alleges chair tilts back and chair stops. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model fdx-mcg, (B)(4) is approximately 1 year 7 months old. The owner's manual part number 1163181 rev b (jul-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Consumer was in doctor's exam room when he utilized the tilt, the tilt stopped and took between 1 - 1 1/2 hours before the chair allegedly returned to neutral. Dealer picked up the chair, ran the tilt 10-12 times with no issue before the tilt stopped. The dealer and territory business manager troubleshot the chair - repairs needed for actuator, multiple actuator interface box and joystick. Tech services is requesting that the chair be returned for repair.